Event description:
The surgeon was performing an open pancreatectomy and splenectomy. While he was in the process of stapling the splenic artery, the stapler would not fire. The stapler was taken out of service and a new one from a different manufacturer was used to complete the surgery.